Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that one patient sample tested repeat reactive on the quantum ii analyzer with the (B)(6) (rdna) assay (eia) in the 0.3 absorbance unit range and is non-confirming with additional testing (western blot negative). Controls have been within specifications. The customer states that they have very few positive (B)(6) samples and those that are generate results greater than 2 absorbance units. The cta referred the customer to the assay package insert where it states that reactive samples at or slightly above the cut-off are more frequently due to non-specific binding. At the cta's suggestion, the customer performed linearity, repeatability and drift checks on the instrument and all passed. There is no impact to patient management reported.